Event description:
Bioptome catheter forceps failed to obtain an endomyocardial biopsy sample. A second bioptome catheter was used which worked perfectly. The patient had no complications during this procedure.